Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection showed the pump in good condition with no appearance of any physical damage. A review of the pump event history log found check clutch error. Functional testing was performed, and the check clutch error was found at beginning of infusion. The position pot connector came loose from main board. The root cause of the problem was determined to be service and repair's incorrect assembly of the device. Service and repair responsible personnel have been notified of this issue. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited clutch plunger lever error. No adverse effects were reported.